Event description:
It was reported that the patient's blood glucose levels was over 400 mg/dl while wearing the pod longer than 72 hours. Bolus corrections at home did not work. The patient went to seek medical attention with dr. (B)(6) and was advised to take a bolus correction with a pen. No further treatment was given by the doctor. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.